Event description:
Procedure type: low anterior resection. According to the reporter: on releasing the ta from the bowel, the bowel had been cut but no staples had fired. Due to the lesion being very low on the bowel when the ta device failed the proximity of the cut line and the rectal stump in conjunction with how fibrous the tissue was due to chemotherapy, the anastomosis of the bowel could not be achieved and resulted in a colostomy. Patient currently on the ward. No reinforcement material was used. There was unanticipated tissue loss. No unanticipated extension of the incision and no unanticipated blood loss of 500 cc or more. Surgical time was delayed by more than 30 mins, as a colostomy had to be performed. The delay has not yet caused any adverse effect. The patient is still recovering in hospital as would be expected with this type of open procedure. No device fragment fell into nor was left in the patient cavity. Condition was corrected - unable to perform anastomosis procedure changed to anastomosis. The lesion was removed but the patient left with colostomy.

Manufacturer narrative:
(B)(4).